Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision. The lead exhibited high thresholds over time and most recently a complete loss of capture was observed due to externalized conductors. The patient did not receive inappropriate high voltage therapy. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.